Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. When they tried to use the product, it did not activate. While turning the cap to activate, they never felt a "stopping point." While continuing to turn the cap freely, they heard a heard a popping sound and the carbon dioxide (co2) depressurized. They used a second hemospray kit to complete the procedure successfully. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Information regarding suspect medical device common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a full evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The activation knob was attempted to be tightened to verify the claim in the report that the activation knob turned freely, however the activation knob did not turn and was already fully tightened. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device. The foam piece was found underneath the co2 cartridge in the activation knob. However, the regulator had a piece of foam pressed into it, indicating that the foam piece was in the correct location between the lance and co2 cartridge when the device was activated. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device did not spray. When the activation knob was loosened, the device did not discharge, and upon inspection the new co2 cartridge was not punctured by the lance. The device was disassembled and the regulator was removed for evaluation. When the regulator was disassembled, it was found that the inner chamber that contains the lance had separated from the regulator. The supplier was contacted regarding this and responded with the following: "I have seen this issue maybe two-three times in the product history. This has been linked to over torque of the cartridge (cartridge holder), in which so much force is applied by the cartridge puncturing process, that it actually breaks the regulator as you¿ve noted. This does take a force far outside a normal usage to happen." The hemospray device is designed with a stopping point to prevent over torque of the activation knob/co2 cartridge. The dimensions of the activation knob, handle, and co2 cartridge were measured to verify that this stopping point would have functioned as intended. All pieces measured were found to be conforming per iqc specifications. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray is unknown. The investigation identified the regulator component as having failed likely due to excessive pressure on the lance component. The instructions for use state, "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
A component of this product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. When they tried to use the product, it did not activate. While turning the cap to activate, they never felt a "stopping point." While continuing to turn the cap freely, they heard a heard a popping sound and the carbon dioxide (co2) depressurized. They used a second hemospray kit to complete the procedure successfully. This occurred prior to patient contact; there was no impact to the patient.